Manufacturer narrative:
(B)(4). Correction: removed patient code - 2417. The device was not returned for analysis. It should be noted that the starclose instructions for use, states: the starclose se vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis and ambulation in patients who have undergone interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. Additionally, also states: do not use the starclose se vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the patient remained under the care of an intensivist. According to the intensivist, the patient had pneumonia and septic prior to the procedure. Upon review of the film with the site, it was confirmed that the entrance of the sheath was proximal to the inferior border of the inferior epigastric artery. The patient expired either (B)(6) 2019 or (B)(6) 2019. Reportedly, the patient never recovered from the neurological deficit. Although a stroke was not reported. No additional information was provided. Date of death was either (B)(6) 2019 or (B)(6) 2019. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a starclose se device via 6fr sheath after an intervention of an ostial saphenous vein graft lesion. Reportedly, the starclose se device was deployed successfully. The cardiologist instructed staff to apply manual compression for 10 minutes. The groin was perfect at hand off to the post procedure group. It was then noted that a hematoma at the rcfa was present. Manual compression was applied, and the patient became hypotensive. A computed tomography (CT) scan of the groin was performed and a retroperitoneal hemorrhage was found. A vascular surgeon was called to look at the problem during an endovascular procedure in the operating room (or). The vascular surgeon assessed to see if treatment should be performed via a cut down or percutaneous intervention. The decision was made to treat with percutaneous intervention through the left common femoral artery (lcfa). The patient coded while being taken to the operating room. Cardiopulmonary resuscitation (CPR) was performed for 15 minutes. The lcfa was accessed and an angiogram was taken in the right iliac artery, it was noticed extravasation of contrast in the right iliac artery. It was found that the initial puncture site was in the external iliac artery. An 8 x 25 non-abbott stent was placed in the external iliac. Once the non-abbott stent was placed, the patient's heart rate stabilized and the area of bleeding was sealed in the right iliac artery. However, the patient never woke up following the stent placement. The staff performed CPR except when placement of the stent occurred. The patient received a blood transfusion of 4 units a neurologist performed a code stroke work up on the patient.